Event description:
It was reported that the table locks did not actuate, causing the tabletop to move in two directions without resistance. There was no injury reported. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found an umbilical cord for a mobile phillips c-arm device situated on the foot pedal, thereby simulating a command for table lock release. The fe found no malfunction or defect on the proteus xr/a system that contributed to the event. The umbilical cord was removed from the foot pedal.